Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, yellow particles, and an extended opening. Microscopic analysis was performed and identified an extended sharp opening in the same location as crease, wear abrasion, and stress marks. Weight measurement of the device identified device was underweight. Based on the device analysis the final assessment was a sharp crease opening assessed as fold flaw opening. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture, "enlarged lymph nodes," "chest discomfort," "burning sensation in breast," "pain and soreness in armpits," "armpits sensitive to touch," and "hardening of implant." Healthcare professional additionally reported "patient concern with product/procedure" and "rupture/double capsule." Patient also reported "fatigue" and "foggy head."; these events are not device related. Device was explanted.